Manufacturer narrative:
(B)(4). Product was requested to be returned for evaluation and has not been received. Note: this submission is based solely on the user facility statement. (B)(4).

Event description:
Customer reported the alarm rings intermittently even when it is not in use. The batteries were replaced with a new supply. There is no visible damage to the outside of the alarm reported. There was no patient incident or injury reported.